Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Wood seat base is broken

Event description:
Base is broken on seat.